Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2010. According to the complainant, this revisionary surgery did not correct the patient's problems. Post procedure, she continued to experience pervasive vaginal pressure and pain, vaginal prolapse, chronic cystitis, stress urinary incontinence (sui), dyspareunia as well as granulation of tissue and mesh exposure and erosion. Her urinary incontinence reoccurred and she had bleeding, urinary and vaginal infections and dyspareunia. The dates of onset of complications are unknown. On (B)(6) 2011, the patient underwent mesh removal. All other information is unknown and reportedly unavailable.